Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Number/patient information. Referenced article: unique extraction of a fractured pacemaker lead adhered to the spermatic vein. Journal of the american college of cardiology case reports. 2024; 29:102160. Doi: 10.1016/j.jaccas.2023.102160 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding extraction of a fractured lead. The authors described a patient who presented to the hospital with a pocket infection; there was redness and swelling at the device pocket. Chest radiography revealed an abandoned ventricular lead which had fractured due to subclavian crush near the generator pocket and the distal segment of the broken lead had migrated past the subclavian vein into the inferior vena cava (ivc). Further imaging with computed tomography (CT) showed that the lead had migrated further down the ivc into the right spermatic vein. The patient underwent an extraction of the device and leads. The fractured leadwas difficult to remove and it was suspected it had adhered to the vascular wall. The extracted lead had partially damaged silicone coating, and the inner coil was overstretched. After two weeks of antibiotic therapy post extraction, the patient was implanted with a leadless implantable pulse generator (ipg). The status of the device and leads is unknown. No additional adverse patient effects or product performance issues were reported.